Event description:
The patient was being seen for pain management and had recently had a hip replacement. The patient was experiencing more pain, but the hcp (healthcare professional) was not sure if it was related to the pump or the surgery. Telemetry of the pump confirmed a critical alarm was occurring. The alarm was due to motor stall, safe state occurred, and reset occurred ¿ low battery. The hcp did not know when the pump went into ¿safe state/reset/motor stall¿. The device system was delivering hydromorphone, clonidine, baclofen, and marcaine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 8709sc, lot# n181545005, implanted: (B)(6) 2009, product type catheter. (B)(4).